Event description:
It was reported that; the patient underwent the surgery. However, infection was seen after surgery. Therefore, the surgeon removed the all implants.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment;results: no new hazards or harms were found. Manufacturing records could not be reviewed because no parts or lot number were provided. Conclusion: the patient was reported to have an infection due to the implants, so the probable cause of the screw backout is patient reaction.

Event description:
It was reported that; the patient underwent the surgery. However, infection was seen after surgery. Therefore, the surgeon removed the all implants.